Event description:
Complainant alleged that the emergency medical technician were responding to a call for a 77 year old male pt in cardiac arrest. They turned the device to manual mode. They monitored the pt in lead 2, and the pt presented a ventricular fibrillation heart rhythm. The emergency medical technician charged the device to 200 joules, but when they depressed the discharge button on the device the device did not discharge. The medic depressed the discharge button 7-10 times before the device discharged. The pt's heart rhythm did not change, and the emergency medical technician then charged the device to 300 joules. Again, the discharge button had to be depressed several times before it successfully discharged. The pt's heart rhythm remained in ventricular fibrillation, and the emergency medical technician defibrillated the pt at 360 joules, without difficulty. The pt was shocked a fourth time at 360 joules, without difficulty. The pt was then moved into the ambulance, where he was given medication. The emergency medical technician attempted to administer a fifth shock at 360 joules, but the device successfully discharged only after several attempts of depressing the discharge button. The pt was shocked at sixth time, without difficulty, enroute to the hosp. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.